Event description:
On (B)(6) 2011 consumer was admitted to the hospital due to vomiting and severe bleeding, which resulted in the need for a blood transfusion and oxygen. She was diagnosed with pelvic inflammatory disease and prescribed doxycycline hyclate for two weeks. She had a follow-up exam with her doctor on (B)(6) 2011. Consumer indicated she has scheduled a visit with her a specialist/gynecologist.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.